Manufacturer narrative:
This is 9 of 14 reports. The subject device is not available.

Event description:
The neuroform atlas stent was used in stent-assisted coil coiling (sac) to evaluate the effectiveness and safety of neuroform atlas sac for intracranial aneurysms in the first such study. Twenty-seven consecutive patients, 10 with ruptured saccular wide-neck aneurysms, were treated with neuroform atlas sac. We retrospectively analyzed data formal patients treated with the neuroform atlas sac of an intracranial aneurysm, both ruptured and unruptured, between june 2015 and december 2016. The mean age of the patients was 55 ± 12.5 yr (range 13-75 yr); 59.3% were female, and 40.7% were male. It was reported that transient ischemic attacks (tia) were experienced by 2 patients between 1 to 6 month post-procedure. Three months after procedure, one patient treated for an aneurysm located on the right middle cerebral artery (mca), had a worsening of pre-existing paresis of the left arm. It was fully resolved within 1 day. CT (computerized tomography) scan did not show any new signs of ischemia. It was probably related to switch from dual antiplatelet therapy to acetylsalicylic acid (asa) 11 days prior to occurrence. In both cases, asa was switched to clopidogrel (treatment).

Manufacturer narrative:
The device history record (DHR) review could not be performed because the lot number was not reported and/or could be obtained. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, transient ischemic attacks (tia) is a known risk associated with endovascular procedures and are noted as such in the device direction for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
The neuroform atlas stent was used in stent-assisted coil coiling (sac) to evaluate the effectiveness and safety of neuroform atlas sac for intracranial aneurysms in the first such study. Twenty-seven consecutive patients, 10 with ruptured saccular wide-neck aneurysms, were treated with neuroform atlas sac. We retrospectively analyzed data formal patients treated with the neuroform atlas sac of an intracranial aneurysm, both ruptured and unruptured, between june 2015 and december 2016. The mean age of the patients was 55 ± 12.5 yr (range 13-75 yr); 59.3% were female, and 40.7% were male. It was reported that transient ischemic attacks (tia) were experienced by 2 patients between 1 to 6 month post-procedure. Three months after procedure, one patient treated for an aneurysm located on the right middle cerebral artery (mca), had a worsening of pre-existing paresis of the left arm. It was fully resolved within 1 day. CT (computerized tomography) scan did not show any new signs of ischemia. It was probably related to switch from dual antiplatelet therapy to acetylsalicylic acid (asa) 11 days prior to occurrence. In both cases, asa was switched to clopidogrel (treatment).